Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The inspection method for the event is described as follows in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function - inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was pinhole on the switch button 1 of the evis lucera elite colonovideoscope. Inspection and testing of the returned device revealed clogging of the nozzle with foreign matter. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Upon follow up, the customer reported that the device was cleaned, disinfected, and sterilized prior to sending to olympus. The device was presoaked in the detergent solution, the nozzle was flushed with water and air, and there were no abnormalities identified in the accessories used for reprocessing. No information was provided regarding the source of the foreign material, possible delays to reprocessing, nozzle flushing with detergent, or the use of cloths, brushes, or sponges for nozzle cleaning. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to a scratch on switch 1, water tightness was lost. There were few additional findings. Due to damage on switch 1, switch could not be pressed down smoothly. Switch 2 had a scratch. Due to wear of angle wire, bending angle in upward direction did not meet the standard value. Due to wear of angle wire, the play of upward/downward angulation control knob was out of the standard value. Adhesive on bending section cover had a chip and white clouded area. Due to clogging of nozzle, water removal ability did not meet the standard value. Adhesives around objective lens had white-clouded area. Light guide lens had a crack and the adhesive had white-clouded area. Image guide protector had a scratch. Distal end cover had a dent. Connecting tube had a scratch. Due to damage on charged coupled device unit, the image had roughness. Suction connector was deformed. Protector of universal cord on suction connector side had a scratch. Paint on suction cylinder and air/water cylinder was peeled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.